Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one sample of lot number 0001446814 was received by our quality team for investigation. Upon visual inspection of the sample, no crack or visual defects were observed; therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001446814 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that, the user suspects needle crack during use. It was observed air leakage. [15 sept 2023] - received an email replies from complainant for information requested. Answers added in follow up tab. Refer email attached. [(B)(6)] - was the needle crack cause of the air leakage? (Solar-med 14/9) yes - did the reported issue occur before, during, or after use? (Solar-med 14/9) during use. - what was the impact to the patient? (Solar-med 14/9) no impact to the patient, abort the operation on time. - is there a photo or sample available showing the reported issue? (Solar-med 14/9) defect sample is available. - was there any medical intervention required including diagnostics, procedures, and treatment delay? (Solar-med 14/9) no - where is the leakage coming from? (Solar-med 14/9) neck or collar area of the bone marrow needle. - were there air bubbles associated with the leakage? (Solar-med 14/9) yes - was there an exposure to blood or medicines? (Solar-med 14/9) no - if exposure to blood or medicines what was the route of exposure? Who was exposed, the healthcare provider or the patient? (Solar-med 14/9) n/a - was the product inoperable prior to use (solar-med 14/9) no.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001446814 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that, the user suspects needle crack during use. It was observed air leakage. [15 sept 2023] - received an email replies from complainant for information requested. Answers added in follow up tab. Refer email attached. (B)(4) - was the needle crack cause of the air leakage? (Solar-med 14/9) yes - did the reported issue occur before, during, or after use? (Solar-med 14/9) during use. - what was the impact to the patient? (Solar-med 14/9) no impact to the patient, abort the operation on time. - is there a photo or sample available showing the reported issue? (Solar-med 14/9) defect sample is available. - was there any medical intervention required including diagnostics, procedures, and treatment delay? (Solar-med 14/9) no. - where is the leakage coming from? (Solar-med 14/9) neck or collar area of the bone marrow needle. - were there air bubbles associated with the leakage? (Solar-med 14/9) yes. - was there an exposure to blood or medicines? (Solar-med 14/9) no. - if exposure to blood or medicines what was the route of exposure? Who was exposed, the healthcare provider or the patient? (Solar-med 14/9) n/a. - was the product inoperable prior to use (solar-med 14/9) no.

Event description:
It was reported that, the user suspects needle crack during use. It was observed air leakage. [(B)(6) 2023] - received an email replies from complainant for information requested. Answers added in follow up tab. Refer email attached. [(B)(6)]. - was the needle crack cause of the air leakage? (Solar-med 14/9) yes. - did the reported issue occur before, during, or after use? (Solar-med 14/9) during use. - what was the impact to the patient? (Solar-med 14/9) no impact to the patient, abort the operation on time. - is there a photo or sample available showing the reported issue? (Solar-med 14/9) defect sample is available. - was there any medical intervention required including diagnostics, procedures, and treatment delay? (Solar-med 14/9) no. - where is the leakage coming from? (Solar-med 14/9) neck or collar area of the bone marrow needle. - were there air bubbles associated with the leakage? (Solar-med 14/9) yes. - was there an exposure to blood or medicines? (Solar-med 14/9) no. - if exposure to blood or medicines what was the route of exposure? Who was exposed, the healthcare provider or the patient? (Solar-med 14/9) n/a. - was the product inoperable prior to use (solar-med 14/9) no.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(6).